Event description:
It was reported that during an aortic arch treatment procedure, the filterwire ez 190 cm became "tangled in the aorta arch." The lesion was severely tortuous. The physician successfully retrieved the device and another filterwire ez 190 cm was used to complete the procedure. No patient injuries or complications were reported. Patient status is reported as "good." Additional information has been requested regarding this event.

Manufacturer narrative:
.